Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during a pancreatic cyst gastrointestinal bypass surgery procedure performed on (B)(6), 2023. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the stent first flange was successfully deployed. The second flange was then deployed in the scope; however, the second flange did not release from the scope. The catheter hub was moved in and out, but the second flange still did not release from the scope, which resulted in the stent first flange moving out of its position and into the stomach. The stent was removed along with the scope. The procedure was completed using another axios stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position. Block h10: an axios stent and electrocautery enhanced delivery system were received for analysis. The stent was received fully deployed and expanded. Visual examination of the returned device found the inner sheath kinked. A dimensional inspection was performed, and the stent was measured to be within specification. No other issues were noted to the stent and delivery system. The observed failure of inner sheath kinked was likely due to factors encountered during the procedure. It may be that lesion characteristics, handling of the device and the technique used by the physician (force applied), limited the performance of the device and contributed to the observed failure. The reported event of stent first flange difficult to position cannot be confirmed as this event occurred during the procedure and it is not possible to replicate in the laboratory of analysis. Based on the available information, there is not enough information to confirm the reported event of stent first flange difficult to position; therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during a pancreatic cyst gastrointestinal bypass surgery procedure performed on (B)(6) 2023. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the stent first flange was successfully deployed. The second flange was then deployed in the scope; however, the second flange did not release from the scope. The catheter hub was moved in and out, but the second flange still did not release from the scope, which resulted in the stent first flange moving out of its position and into the stomach. The stent was removed along with the scope. The procedure was completed using another axios stent. There were no patient complications reported as a result of this event.